Manufacturer narrative:
Product analysis: unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent surgery due to lumbar vertebrae fracture. Intra-op, one set screw was found slipped and surgeon had to replace a new one to complete the surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.